Event description:
Patient presented with high lead impedance. It was reported that the patient has not had any recent trauma. X-rays results were received and indicated that one of the lead wires appears to be discontinuous at the c7 level. The x-rays have not been received or reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Information was received that the lead was explanted. The explanted product has not been received by the manufacturer to date. No other relevant information has been received to date.